Manufacturer narrative:
Initial reporter postal code: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was observed from an unspecified location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location. Renal therapy services (rts) explained the alarm and reviewed proper procedures per the user manual. The patient would finish therapy with manuals. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: manufacturer name, city and state and MFR site. Correction to the previously submitted manufacturing location of baxter healthcare corporation to baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.